Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in inquiring about what could be done with the patients right ventricular (rv) lead exhibiting intermittent t-wave oversensing (twos). Programming options were presented. Follow up was completed with the ahp and reprogramming had been completed and approved per the physician. The lead remains in use. No patient complications have been reported as a result of this event.